Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed it was due to damage on charged coupled device (ccd) unit, the image disappears during angulation in ud directions. The most probable cause of this complaint is traced to a component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had its image turns black during bronchoscopy when moving the bronchoscope in one direction using the control (no image). There were no reports of patient harm.